Manufacturer narrative:
Additional components potentially involved in the event: product family: scs, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 6094337.

Event description:
It was reported that after a permanent implant procedure on (B)(6) 2022, patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein a second scs system was implanted to provide optimal coverage. The investigation did not determine which lead was not providing effective therapy. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 6094337.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.